Event description:
On (B)(6) 2013, the patient was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. The device was implanted over a superstiff guidewire with no difficulties. After deployment the physician tried to remove the delivery catheter over the stiff guidewire. This resulted in a complete removal of the catheter and the guidewire. No further adverse events have been reported. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. The catheter and the guidewire were sent to gore for analysis. Further info will be provided.